Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints. Displacement test was not performed due to blank display. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, case cracked at the reservoir tube window corner, reservoir tube window cracked, and cracked reservoir tube.

Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 60 mg/dl. No physical damage was noted on the device. The device was not dropped, bumped, or exposed to moisture. The battery cap was not missing or damaged. The battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery and device returned. Customer was advised to clean the battery compartment contact, insert a new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.